Event description:
On (B)(6) 2024 dw: procedure description via customer: it was reported that the dragonfly opstar's drive optical connector (doc) cover was found to be unsealed during preparation. Therefore, the doc cover was not used in the patient. A dragonfly optis imaging cathether with a sterile doc cover was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H3: the device was returned and evaluated by tidi products. After review of the product, it was confirmed that the pouch is not sealed. There is no indication of a previous seal, incomplete or broken seal. No other issues or damage to the product were identified. A device history record review of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. Production has ceased at the facility where the affected lot was manufactured, and manufacturing of this product is in the process of being moved to a new site. The quality manager for that facility has been informed of the complaint for awareness, however the process will not be an exact duplicate of the previous process. They do not currently have this sku running in production at the new facility, so we have not yet established procedures and processes for this sku at that site yet. Once it is validated, it will be integrated into the applicable documents. In the time we have been running product in the new facility, we have never had a rejection due to this condition in similar products or processes. At this time, the likely root cause appears to be related to manufacturing error, and the appropriate precautions are being taken to prevent recurrence in the new facility and process. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).